Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. Inspection of the device revealed that there were numerous kinks throughout the shaft. The shaft was kinked with the hypotube broken 15cm proximal of the tip. The fracture surface were ovaled, which suggests the device was kinked prior to separation. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime due to the broken hypotube. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 13 apr 2018. It was reported that an error message occurred, a pump leak occurred and the device would not prime. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the left iliac vein. After priming for 10 seconds, the system alerted "the saline was filled." The physician attempted to reset the system three times, however, the catheter still could not complete priming and the system alerted "perseverative error. Please replace the device. There was a lot of saline under the pump. There were no visible defects on the catheter. The procedure was completed with another of the same device. The patient was stable without any complications. However, device analysis found a broken hypotube.